Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous coronary intervention, the device was unable to cross the lesion. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending (lad) artery. The lesion was predilated with a non-bsc 2.0x20mm balloon. The 2.50x32mm promus element stent was advanced but was unable to cross the lesion. The procedure was completed with a non-bsc stent. There were no patient complications reported and the patient status is good. However; returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product (B)(4). A visual and microscopic examination identified a hypotube kink 175mm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and microscopic examination identified stent damage. Two struts on the fourteen row from the distal edge were raised up and bent back distally. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. The balloon was tightly wrapped and was not subjected to positive pressure. The tip was slightly flared. This type of damage is consistent with the tip being pushed up against a restriction, during attempts to cross the lesion. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).